Manufacturer narrative:
The technician found the ground pin was loose on the power cord plug and replaced the power cord to repair the bed.

Event description:
Information received indicates the bed has a high ground resistance reading.